Event description:
It was reported that the right ventricular [rv] lead had no capture at high output, had undefined impedance measurements in both unipolar and bipolar pacing configuration and was fractured. It was also reported that rv lead failure was suspected under the anchoring sleeve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.